Manufacturer narrative:
Additional information was received on the event on 19-jan-2022. The foot pedal did not get stuck (pressed) and did not continue ablating. When pressed the foot pedal, it did not ablate. The distance between the remote and the closest magnet was over 6 feet. The investigation was completed on 24-jan-2022: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30579737l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. During the procedure, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis and 140 ml of fluid were removed. The patient was reported to be in stable condition. There is no information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event. It was also reported that the smartablate generator foot pedal port was not working on the smartablate generator remote. The foot pedal was plugged into the generator directly to proceed with the procedure. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The foot pedal problem was assessed as not MDR reportable. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. Since the adverse event was life threatening and required cancellation of the procedure to prevent permanent impairment of a body function or permanent damage to a body structure, it was to be considered serious and MDR-reportable.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).